Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was able to confirm the customer comment that the overlay and the stylus were misaligned and therefore the overlay/bezel assembly was replaced. Product ID r2290 software analyzer. (B)(4).

Event description:
It was reported that the programmer had problems with the stylus and screen interface, that there was either no communication or the stylus and screen were misaligned. Recalibration was attempted multiple times but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.